Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer lost consciousness and was taken to the hospital where she was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: upon extended investigation, it was determined that the serial number provided by the customer (B)(6) and previously reported to the FDA was not a valid serial number. Therefore, section d4 was updated to unk. Abbot diabetes care product quality engineering (pqe) investigated the alarm-2 (signal loss alarm) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-2 cases in april 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-2 have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss alarm issue was reported with the adc freestyle libre 2 sensor. A customer reported that the loss of signal resulted in the low blood glucose alarm failing to trigger. The customer lost consciousness and was taken to the hospital where she was diagnosed with hypoglycemia and received unspecified treatment. There was no report of death or permanent injury associated with this event.